Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported clip opened while locked could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. A clip delivery system (cds 81220u126) was advanced to mitral and the clip was deployed; however, the clip opened at 50 degrees. A second clip (81102u119) was deployed to stabilize the first clip, but the second clip also opened at 50 degrees after deployment. No additional treatment was performed. Both clips are stable on the leaflets. Two clips implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.